Event description:
Event verbatim [preferred term] second degree burns [burns second degree] , attached the adhesive to her body/did not check her skin under the product but did read the instructions [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A 55 year-old female patient started to receive thermacare heatwrap (robax lower back & hip heatwrap), 6 count (catalogue # 0 62107 33620 8), device lot aw2092, expiry apr2022 used once on (B)(6) 2019 for lower back pain. The color of the box was red. Medical history includes pain. The patient was not post-menopausal nor pregnant and was not under the care of a physician for any medical condition. She classified her skin tone as medium (neither light nor dark) and had no abnormal skin conditions. The patient did not have sensitive skin. There were no concomitant medications. The patient used thermacare heatwrap previously in (B)(6) 2018 for a week with no problems. She has also used an unspecified microwave gel pack on (B)(6) 2019 for pain relief and used it 3 times. The patient has been using thermacare heat wraps for a year and stated this time around she got second degree burns on (B)(6) 2020 at 12am. She reported that she attached the adhesive to her body, had it on for 6 hours and was watching tv. She did not engage in exercise and did not check her skin under the product but did read the instructions. She stated that she didn't experience any other symptoms besides the usual. She only noticed the issue when she went to bed and could not lay on her back. There was no admission to the hospital. The patient did consult a healthcare professional and was given flamazine cream 1%, cyclobenzaprine 10 mg, gd-diclofenac/misoprostol 50mg as treatment. The patient has thermacare remaining. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The event outcome of the second degree burn was not recovered, reported as still healing. The outcome of the remaining event was recovered on (B)(6) 2019. Product investigation results were as follows: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. Reasonably suggest device malfunction: "no.". Additional information has been requested and will be provided as it becomes available. Follow-up (16jan2020): new information received from product quality group includes product investigation summary results. Follow-up (29jan2020): new information received from the same contactable consumer includes: demographic data (age and gender updated); past drug history; suspect product data (start date, lot number, expiration date added); event data (outcome updated, onset date added, event of "intentional device misuse" added). Follow-up (06feb2020): new information received from product quality group includes: pictures of the event were provided. Follow-up (12feb2020): new information reported from the same contactable consumer includes product information (updated suspect product, added indication, added stop date, and the patient had product remaining), medical history, treatment information, and event details (added onset time of event)., comment: based on the information provided, the events burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. Reasonably suggest device malfunction: no; process related: no; vendor related: no; product quality/market/clinical/stability impact: no.

Event description:
Event verbatim [preferred term] second degree burns [burns second degree] , attached the adhesive to her body/did not check her skin under the product but did read the instructions [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A 55 year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), for the back, device lot aw2092, expiry apr2022 on (B)(6) 2019 for an unspecified indication. The color of the box was red. Medical history was not reported. The patient was not post-menopausal or pregnant and was not under the care of a physician for any medical condition. She classified her skin tone as medium (neither light nor dark) and had no abnormal skin conditions. There were no concomitant medications. The patient used thermacare heatwrap previously in (B)(6) 2018 for a week with no problems. She has also used an unspecified microwave gel pack on (B)(6) 2019. The patient has been using thermacare heat wraps for a year and stated this time around she got second degree burns on (B)(6) 2020. She reported that she attached the adhesive to her body, had it on for 6 hours and was watching tv. She did not engage in exercise and did not check her skin under the product but did read the instructions. She stated that she didn't experience any other symptoms besides the usual. She only noticed the issue when she went to bed and could not lay on her back. There was no admission to the hospital. She received unspecified treatment. The action taken with thermacare heatwrap was permanently withdrawn. The event outcome of the second degree burn was not recovered, reported as still healing. The outcome of the remaining event was not recovered. Product investigation results were as follows: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. Reasonably suggest device malfunction: no. Follow-up (16jan2020): new information received from product quality group includes product investigation summary results. Follow-up (29jan2020): new information received from the same contactable consumer includes: demographic data (age and gender updated); past drug history; suspect product data (start date, lot number, expiration date added); event data (outcome updated, onset date added, event of intentional device misuse added). Company clinical evaluation comment: based on the information provided, the events burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available., comment: based on the information provided, the events burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. Reasonably suggest device malfunction: no; process related: no; vendor related: no; product quality/market/clinical/stability impact: no.

Event description:
Second degree burns [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient has been using robax heat wraps for year and stated unfortunately this time around she/he got second degree burns. The action taken for the product and event outcome was unknown. Reportability determination from pfizer device complaint handling unit (dchu): this complaint of second degree burns for robax heat wrap is reportable because if it were to recur, it would likely cause or contribute to death or serious injury. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. Reasonably suggest device malfunction: no; process related: no; vendor related: no; product quality/market/clinical/stability impact: no.

Event description:
Event verbatim [preferred term] second degree burns [burns second degree] . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient has been using robax heat wraps for year and stated unfortunately this time around she/he got second degree burns. The action taken for the product and event outcome was unknown. Reportability determination from pfizer device complaint handling unit (dchu): this complaint of second degree burns for robax heat wrap is reportable because if it were to recur, it would likely cause or contribute to death or serious injury. Product investigation results were as follows: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. Reasonably suggest device malfunction: no; process related: no; vendor related: no; product quality/market/clinical/stability impact: no. Additional information has been requested and will be provided as it becomes available. Follow-up (16jan2020): new information received from product quality group includes product investigation summary results. Company clinical evaluation comment based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available. Comment: based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. Conclusion: batch aw2092 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, 'I got second degree burns". The cause of the consumer stating the wrap caused second degree burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] second degree burns [burns second degree] , attached the adhesive to her body/did not check her skin under the product but did read the instructions [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A 55-year-old female patient started to receive thermacare heatwrap (robax lower back & hip heatwrap), 6 count (catalogue # 0 62107 33620 8), device lot aw2092, expiry apr2022 used once on (B)(6) 2019 for lower back pain. The color of the box was red. Medical history includes pain. The patient was not post-menopausal nor pregnant and was not under the care of a physician for any medical condition. She classified her skin tone as medium (neither light nor dark) and had no abnormal skin conditions. The patient did not have sensitive skin. There were no concomitant medications. The patient used thermacare heatwrap previously in (B)(6) 2018 for a week with no problems. She has also used an unspecified microwave gel pack on (B)(6) 2019 for pain relief and used it 3 times. The patient has been using thermacare heat wraps for a year and stated this time around she got second degree burns on (B)(6) 2020 at 12am. She reported that she attached the adhesive to her body, had it on for 6 hours and was watching tv. She did not engage in exercise and did not check her skin under the product but did read the instructions. She stated that she didn't experience any other symptoms besides the usual. She only noticed the issue when she went to bed and could not lay on her back. There was no admission to the hospital. The patient did consult a healthcare professional and was given flamazine cream 1%, cyclobenzaprine 10 mg, gd-diclofenac/misoprostol 50mg as treatment. The patient has thermacare remaining. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The event outcome of the second degree burn was not recovered, reported as still healing. The outcome of the remaining event was recovered on (B)(6) 2019. Product investigation results were as follows: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. According to the product quality complaint group on 02mar2020: batch aw2092 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused , 'I got second degree burns". The cause of the consumer stating the wrap caused second degree burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (16jan2020): new information received from product quality group includes product investigation summary results. Follow-up (29jan2020): new information received from the same contactable consumer includes: demographic data (age and gender updated); past drug history; suspect product data (start date, lot number, expiration date added); event data (outcome updated, onset date added, event of "intentional device misuse" added). Follow-up (06feb2020): new information received from product quality group includes: pictures of the event were provided. Follow-up (12feb2020): new information reported from the same contactable consumer includes product information (updated suspect product, added indication, added stop date, and the patient had product remaining), medical history, treatment information, and event details (added onset time of event). Follow-up (02mar2020): new information received from product quality complaint group includes investigation results., comment: based on the information provided, the events burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. Reasonably suggest device malfunction: no; process related: no; vendor related: no; product quality/market/clinical/stability impact: no.

Event description:
Event verbatim [preferred term]: second degree burns [burns second degree] , attached the adhesive to her body/did not check her skin under the product but did read the instructions [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A 55 year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), for the back, device lot aw2092, expiry apr2022, on (B)(6) 2019 for an unspecified indication. The color of the box was red. Medical history was not reported. The patient was not post-menopausal or pregnant and was not under the care of a physician for any medical condition. She classified her skin tone as medium (neither light nor dark) and had no abnormal skin conditions. There were no concomitant medications. The patient used thermacare heatwrap previously in (B)(6) 2018 for a week with no problems. She has also used an unspecified microwave gel pack on (B)(6) 2019. The patient has been using thermacare heat wraps for a year and stated this time around she got second degree burns on (B)(6) 2020. She reported that she attached the adhesive to her body, had it on for 6 hours and was watching tv. She did not engage in exercise and did not check her skin under the product but did read the instructions. She stated that she didn't experience any other symptoms besides the usual. She only noticed the issue when she went to bed and could not lay on her back. There was no admission to the hospital. She received unspecified treatment. The action taken with thermacare heatwrap was permanently withdrawn. The event outcome of the second degree burn was not recovered, reported as still healing. The outcome of the remaining event was not recovered. Product investigation results were as follows: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for lbh 8hr products. Reasonably suggest device malfunction: "no." Additional information has been requested and will be provided as it becomes available. Follow-up (16jan2020): new information received from product quality group includes product investigation summary results. Follow-up (29jan2020): new information received from the same contactable consumer includes: demographic data (age and gender updated); past drug history; suspect product data (start date, lot number, expiration date added); event data (outcome updated, onset date added, event of "intentional device misuse" added). Follow-up (06feb2020): new information received from product quality group includes: pictures of the event were provided. . Company clinical evaluation comment: based on the information provided, the events burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available. Comment: based on the information provided, the events burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available.